Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly the customer entered too large of a bolus which resulted in a decrease in blood glucose. Reportedly, customer lost consciousness and received assistance from their spouse by administering an glucagon injection. The customer was instructed to consult with healthcare provider regarding bg level.